Event description:
Patient was diagnosed with transverse myelitis / neuromuscular. Original surgery was (B)(6) 2012 from t3 to pelvis. Post-operative x-ray evidence on (B)(6) 2013 showed bilateral rod disengagement from the iliac screw. Revision/removal of l3 to pelvis was (B)(6) 2014: left l3 poly head and head of screw came off- shank was left implanted. Left l4 poly head and head of screw came off- shank was left implanted. Right iliac poly screw head was off. The shank of the screw was left implanted and the poly axial head was not retrieved. Left l5 screw pulled out and was off the rod but the locking cap was still on the poly head. This was thought to have been the cause of the hole in the patient's skin that resulted in an infection. This screw was retrieved from the patient. Also, the lateral connector on the left was disengaged from the iliac wing screw and rod. This was retrieved. The following mfg. Medwatch reports are being filed: 1526439-2014-11936 ¿ polyaxial screw post op breakage. 1526439-2014-11937 ¿ polyaxial screw post op breakage. 1526439-2014-11938 ¿ polyaxial screw post op breakage - fragment left in patient. 1526439-2014-11939 ¿ polyaxial screw pullout, erosion, protrusion, and infection. 1526439-2014-11940 - lateral connector disengagement. 1526439-2014-11941 ¿ rod disengagement. 1526439-2014-11942 ¿ rod disengagement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned expedium si polyaxial screw revealed that the screw head had broken off from the shank. The shank was not returned for evaluation. Fracture analysis found evidence of fatigue striations. A review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Review of the complaint trend analysis on the specific product code noted that there were no related complaints for post-operative screw breakage. The root cause cannot be determined based on the provided complaint information or returned samples. However, fracture analysis found evidence of fatigue. Based on damage observed to concomitant device set screws that were also returned, it is likely that the set screws weren¿t fully tightened to the rod. This allowed movement between the setscrew/rod interface resulting in rod impingement on the set screw. As such, this non constrained construct movement likely resulted in screw fatigue and failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct set screw quantity to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.